Manufacturer narrative:
Supplemental report 01 -(B)(4) MDR 3003442380-2025-10566. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) with soft cannula found bent upon removal from infusion site. The batch 6010063 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 soft cannula found bent upon removal from infusion site. Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6010063 was manufactured according to the wi version 118, manufactured in the line inset 7, on 02/nov/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 11/jul/2025 against malfunction code evaluated soft cannula found bent upon removal from infusion site. And lot 6010063 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced went to an emergency room and eventually got hospitalized on (B)(6) 2025, and (B)(6) 2025 due to two infusion sets bent cannula and hyperglycemia events. Events occurred after 3 or more hours of insertion. Infusion set was used for less than 24 hours. The insertion site was the abdomen. Blood glucose level was 460 mg/dl at the time of the event. Patient got treated with intravenous (IV) and fluids of saline and insulin. Patient was released from the hospital on (B)(6) 2025 and (B)(6) 2025. No further information available.